Manufacturer narrative:
Although a regulatory report was initially filed, it was determined via follow-up information that the replacement is considered elective and does not meet the criteria for reportability.

Event description:
Follow-up identified the patient had gained weight, which in turn, resulted in charging and communication issues. There was no confirmed deficiency associated with the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient had not charged the ipg for over 6 months. Subsequently, the ipg was explanted and replaced due to loss of communication.